Event description:
A nurse reported during intraocular lens (iol) implant procedure, the toric monofocal rotated 2 times upon removal of irrigation and aspiration (I/a) tip from eye 170 degrees -> 5 degrees. Stayed on 3rd attempt. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated upon receipt of serial number information. G.9. Manufacturer report number updated and reported under 1119421-2025-01397. All the additional information going forward will be provided under manufacturer report number 1119421-2025-01397 for mfg site huntington. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating as per surgeon opinion, the product cause or contribute to the event and concerned regarding lens material verses cartridge material causing the lens to be slick and rotate. Postop-operative medication included ophthalmic drops four times a day (qid).